Manufacturer narrative:
Batch review performed on 12 july 2023. Lot 2206393: (B)(4) items manufactured and released on 23-jun-2022. Expiration date: 2027-jun-07. No anomalies found related to the problem. To date, 193 items of the same lot have been sold with no similar reported event during the period of review. Additional device involved batch review performed on 12 july 2023: lot 2217701: (B)(4) items manufactured and released on 21-set-2022. Expiration date: 2027-aug-30. No anomalies found related to the problem. To date, 54 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 3 months after the primary surgery, the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.